Event description:
Revision surgery- patient felt abnormality and pain in his hip when standing up. X-ray revealed failure of the bipolar cup.

Manufacturer narrative:
Device going through decontamination process. Investigation results will be submitted in a follow-up report.